Manufacturer narrative:
Returned device was received in fair physical condition. The battery was missing and the flippers did not work when the lever was engaged. Evidence of reported problem in event log was found. During the evaluation of the device, the barrel clamp head would not retract all the way down to the case. The barrel clamp tapered spring was installed the wrong way on the rod and slipped over the collar where the barrel clamp slide is. The fault was found to be caused by customer assembly. After correctly assembling the device, the device passed all testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump is not recognizing the syringe size sensor. There were no reported adverse events.